Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. No damage on top case. No damage on bottom case. Plunger head is cracked by screws. Error history log review found motor not running error. The root cause of the reported issue was found to be the main board was not seated onto the extrusion. Actions were taken to mitigate the reported issue: re-seated main board onto extrusion.

Event description:
It was reported that the pump had a motor not running error. No patient involvement or injury was reported.